Manufacturer narrative:
Complaint information: on 04/25/2019, customer at scl health system reported communication loss for 5-10 minutes after which everything came up as intended on b segment on pu-621ra with (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported that not all the devices on b segment went under communication loss. It was a mixture of bsm's & tele's and there was no single commonality between them either. The only commonality that the customer was able to determine was entire b segment was connected to a fiber switch, but they never rebooted or touched it. After 5 - 10 minutes of "comm loss" everything came back up and was working as intended. Nkts requested network team to assist with the reported issue. Nkts could duplicate the issue and assisted in troubleshooting. The issue was resolved and has never reoccurred since the time of initial reporting on 04/25/2019. Investigation conclusion: root cause of the issue could not be identified as there were no resolution notes submitted by network team. The warranty of the device expired on 02/28/2018. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: medium. Conclusion: since risk priority of the issue is categorized as: medium. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. The following fields are not applicable (na) to this report: d4 lot # & expiration date. Additional device information: d11& c2: concomitant medical products: bedsides: no models and serial numbers were provided. Teles: no models and serial numbers provided. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H10. Additional manufacturer narrative. Corrected information: d11& c2: concomitant medical products: changed from "not applicable" to "bedside and tele devices" . E1: initial reporter address: changed from: (B)(6). F9: approximate age of device: changed from 43 months to 42 months.

Event description:
It was reported that the central nurse's station (cns) went into communication loss while monitoring bedside and tele devices. No consequence or impact to the patients.

Manufacturer narrative:
It was reported that the central nurse's station (cns) went into communication loss while monitoring bedside and tele devices. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields are not applicable (n/a) to the MDR report.

Event description:
It was reported that the central nurse's station (cns) went into communication loss while monitoring bedside and tele devices. No consequence or impact to the patients.